Event description:
A patient reported having a granuloma, however, no specific symptoms were reported and the patient stated he's working with his hcp for resolution and future device replacements. The implanted pump and intrathecal catheter are over 6 years old and the patient reported the medication used in the pump is "off label." Additional information has been requested from the patient's physician regarding details associated with the reported events, and a follow up report will be sent when new information is received.